Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized for high blood glucose. The customer was vomiting and nauseous. The blood glucose reading was 742 mg/dl. The customer stated that she was put on fluids and given insulin externally. The customer was disconnected from the device. The customer also stated having other health issues. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. It was found that the customer uses cold insulin. Advised the customer to let the insulin warm up. No further info was provided.